Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set; further described as, "the tip of the transfer set got detached and stuck in the patient line". This was observed while disconnecting from peritoneal dialysis (pd) therapy. The patient had to cut off the patient line. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report 1416980-2024-03687. All information can be found under manufacturer report number 1416980-2024-03687. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold escalated aware date.